Manufacturer narrative:
Investigation: investigation summary: bd received samples from the customer facility for investigation. The samples were tested/evaluated and there were no defects observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, no issues were observed all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported with the use of the bd vacutainer® push button blood collection set there was an issue with blood not releasing from tubing resulting in blood that was left in the tubing instead of being collected into the collection tube.

Manufacturer narrative:
Medical devcie type: this device has a 2nd product code, fpa. Common device name: this device has a 2nd common device name, intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd vacutainer® push button blood collection set there was an issue with blood not releasing from tubing resulting in blood that was left in the tubing instead of being collected into the collection tube.